Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out of tubing. It was stated that the device was stuck on prime loop. It was stated that the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had a scratched display window and cracked case at the screen corners.